Event description:
It was reported that an insulation anomaly was observed on the right ventricular lead. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
.